Event description:
The physician advised the manufacturer that he was operating "sometime in 2009" to remove two lesions; one on the bridge of the pt's nose and on below her right eye. The pt was receiving oxygen via a nasal cannula. While in cut mode at a power setting of three or less, the oxygen caught fire, and the pt was burned. The pt was sent to the burn unit at the local hospital where she received antibiotics and was released. The pt has no evidence of permanent damage or scarring.

Manufacturer narrative:
The IFU for the device warns against use in the presence of flammable gas. The attending physician stated that he normally does not use oxygen in combination with the ellman generator, but did on this occasion because it was the surgery center's procedure. The return of the device has been requested on three separate occasions, but it has not yet been received.